Event description:
It was reported that none of the fluid appears to be entering the balloon or the foley catheter itself when the user tried to inflate the injection tube with a syringe. Per additional information received via email on 11mar2021 the customer stated that there were two more instances of significantly defective product.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The reported failure was able to be reproduced. A potential root cause for this failure mode could be due to operator error or mechanical error or user related or mishandling product or thin rubberized layer. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that none of the fluid appeared to be entering the balloon of the foley catheter when the user tried to inflate the injection tube with syringe. Per additional information via email 11mar21, customer also stated that there were two more instances of significantly defective product.